Manufacturer narrative:
(B)(6). Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the device jammed half way through dosing. It was said that the patient replaced the device with a new one, and continued dosing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device was unable to deliver insulin.